Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure the physician noticed a "kink" on the inner conductor of the left ventricular (lv) lead. The wire could not pass through the lv lead. A new lv lead was implanted. No patient complications have been reported as a result of this event.